Manufacturer narrative:
Cypher select product (cra/crb/cjb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). Additional information will be submitted within 30 days of receipt.

Event description:
Very little information is available. The nurse thinks that the shaft snapped while they were delivering the stent to the lesion. She is unsure of the details. It was attempted to deliver the stent to the lesion but it was not possible. Force was applied and the shaft snapped in half. It is not possible to obtain details, exact date and doctor information. We are following up, if anything becomes available, it will be forwarded as an update.

Manufacturer narrative:
The device was received separated into two pieces. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a pci, the shaft of a cypher select + 2.50x13mm broke and separated while delivering the stent to the lesion. The customer attempted to deliver the stent to the lesion but it was not possible. Force was applied and the shaft snapped in half by the hub. No part of the device was left in the patient. There was no patient injury reported. The vessel characteristics were not reported. Additional information was not available. One non-sterile cypher select + 2.50x13mm was received coiled inside a plastic bag. The shaft of the stent delivery system (sds) was broken at 49.3 cm from the proximal end. The section where the shaft got broken appears as if it had been kinked before it got broken. Two kinks were found at 5.4cm and 96.8 cm from the proximal end. The stent was found squeezed and compressed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer was confirmed. The cause of the failure experienced by the customer and damages observed on the stent could not be determined; however procedural factors may have contributed to these failures as attempts to deliver the product with force was reported. Difficulty crossing and tracking a lesion or an anatomical structure is a known procedural occurrence. These types of difficulties occurring during the clinical use of the device are usually addressed by modification in technique or substitution with another device. Crossing difficulty is most commonly related to the patient's anatomy, vessel characteristics, operator's technique and appropriate device selection. It was unknown if there were vessel characteristics that may have contributed to the difficulty delivering the product and the damages observed in the stent during analysis. The IFU indicates that should any resistance be felt at any time during either lesion access or removal of the sds pre-stent implantation, the system should be removed as a single unit. Failure to follow stent/sds removal instructions and/or applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and/or sds components. Neither the DHR review nor the product analysis suggests that the reported issues are related to the manufacturing process; therefore no action was taken.